Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test with underdelivery. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event.